Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant there was a problem with the lead and the lead was unable to be successfully implanted. Additional information was requested related to the lead issue and is not available. No patient complications have been reported as a result of this event.